Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system electronic instructions for use. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the index procedure took place on (B)(6) 2011 during which a 3.0x18 mm promus stent was deployed in an unspecified artery. The patient reportedly died on (B)(6) 2013. No additional information was provided.